Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation of a 2.5x20mm maverick balloon catheter, a 2.50mm x 15mm maverick 2 balloon catheter was advanced dilation. However, on initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation of a 2.5x20mm maverick balloon catheter, a 2.50mm x 15mm maverick 2 balloon catheter was advanced dilation. However, on initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported. Returned device consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was blood in the balloon and the wire lumen. The tip, balloon, markerbands, hypotube and inner/outer shaft were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material that was located at the distal end of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.